Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and the instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The complaint regarding no bipolar output was made was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process.

Event description:
It was reported that the 8 mm long bipolar grasper instrument would not deliver energy. The customer reported event had no report of patient injury.